Event description:
The device was used during a laparoscopic colon resection. Reportedly, the seal holder was broken when the package was open. The surgeon opened another device to complete the procedure. The hospital has reported no patient injury occurred.